Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The pump experienced multiple occurrences of the same malfunction, with a malfunction code of malf 12. Technical support agreed to replace the pump, sent a replacement, and instructed the customer on steps to return the problematic pump, acknowledging the process and confirming shipping details.